Manufacturer narrative:
The original complaint reported that the stimulator's visual indicator flashed yellow, which indicates stimulation is being delivered, but no response was elicited from the patient. The device was returned for evaluation and upon inspection, the connection between the return current wire and circuit board was found to be incomplete. This incomplete connection could contribute to intermittent stimulation output from the device. Although there was no patient impact, this could potentially contribute to a serious injury and is therefore being reported.

Event description:
The complaint reported the stimulator's visual indicator flashed yellow but elicited no response from patient. A new device was used and a visible response was seen when stimulating the tissue.